Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿ no image displayed when plugged into the tower¿ could not be confirmed. No issue was noted with the image. In the label on the rear cover was observed to be fading. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, no image appeared when connected to the tower. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation results. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the root cause could not be determined. The lm reported that the most probable causes for the reported event is as follows since there was no abnormality in the equipment, it was considered that the connected tower was out of order or the connection cable was out of order. As a result of checking the DHR, it was confirmed that there were no manufacturing abnormalities, special hires, or variations.